Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn on the inner face and internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that during the faraview pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when faradrive was inserted into left atrium (la), dilator was removed from sheath and sheath was aspirated with syringe. No air was seen. Farawave catheter was inserted into the faradrive sheath and then sheath was aspirated again while farawave was inside the sheath. Air was seen in connection from the sheath to stopcock while the sheath was being aspirated. Physician decided it was not safe to continue with this leak in the sheath and decided to change the sheath. Pressure bag was used for the irrigation of sheath. The guidewire was at the tip of the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the faraview pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when faradrive was inserted into left atrium (la), dilator was removed from sheath and sheath was aspirated with syringe. No air was seen. Farawave catheter was inserted into the faradrive sheath and then sheath was aspirated again while farawave was inside the sheath. Air was seen in connection from the sheath to stopcock while the sheath was being aspirated. Physician decided it was not safe to continue with this leak in the sheath and decided to change the sheath. Pressure bag was used for the irrigation of sheath. The guidewire was at the tip of the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.